Event description:
It was reported that a patient underwent surgery for spondylolysis in the lumbar spine. At an unknown time after surgery, the patient developed a deep instrumentation infection.

Manufacturer narrative:
It is not known which product was used in this patient, or if the product was manufactured by medtronic. We are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.